Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered an erosion of the device. The device was repositioned. Upon further review it was noted that the left ventricular lead showed out of range pace impedance measurements however it is unknown the brand and the serial number of this lead. The patient was stable. Adverse patient effects were reported.